Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) requested data analysis. Data analysis showed the battery is depleting more quickly than expected. Device replacement was recommended. Additional information from the boston scientific representative provided the battery would be analyzed again in 90 days. Additional information provided this ICD was explanted due to the error code recorded. Another ICD was implanted to complete the procedure. The ICD has not been returned at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) requested data analysis. Data analysis showed the battery is depleting more quickly than expected. Device replacement was recommended. Additional information from the boston scientific representative provided the battery would be analyzed again in 90 days. No other actions taken at this time. The ICD remains in service at this time. No adverse patient effects were reported.